Event description:
It was reported that the patient had a change in therapeutic effect. The patient was in withdrawal at the time of the report. The patient was working with her health care provider (hcp). The hcp had checked the pump and the catheter. Diagnostics were done and it was found that the medication was flowing freely but if the patient went off the oral medication she would get increased spasticity, itching, and a rash. They did find that the patient¿s catheter moved but it was determined that shouldn¿t have anything to do with what she was experiencing. On (B)(6) 2015, the hcp took the baclofen out of the pump to assess volume and the pump was refilled. A dye study was also done on that date. The pump was infusing baclofen (unknown). Additional information received reported that the patient initially experienced an increase in spasticity/stiffness on (B)(6) 2015, and then they had a further increase in stiffness, itching, and had a rash on (B)(6) 2015. On (B)(6) 2015, the patient had severe clonus. The cause of the issue was not known yet. The pump residual volume was as expected. The catheter dye study flowed to the epidural space but was now 2 levels lower. A computed tomography (CT) scan was done but the results were unavailable. The patient was on 30mg of oral baclofen twice daily, which was much higher than usual, to control the symptoms. The patient had not recovered and the symptoms/issues were still ongoing. The patient was working with their doctor or a manufacturing representative. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).